Event description:
It was reported that an unexpected reset occurred. There was no reported adverse impact to customer's blood glucose level. The customer continued to use the current pump and will revert to an alternate insulin therapy if necessary.